Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent infusion set cannulas and mentioned that they experienced high blood glucose of around 400mg/dl at the time of the incident. The customer declined to troubleshoot for the high readings. The insulin pump will not be returned for analysis.